Manufacturer narrative:
The hill-rom technician found the bed not sending a nurse call due to an inoperable power control board assembly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power control board assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from the account stating the bed exit will not alarm. The bed was located at the account on ICU bed 6. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).